Event description:
Patient to ir for removal of an ivc filter that was placed on (B)(6) 2011. The option filter was removed using a filter removal set and was removed easily. After removal the m.d. Noticed a faint line in the vessel and took a closer look. It was discovered that an arm of the filter remained in the patient's vessel wall. After several attempts at removal, m.d. Was finally successful without further incident.